Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented in-clinic with severe pain just below the device pocket. A hematoma was diagnosed. All clots were removed and the pocket was closed.